Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed displacement test and self test. No frozen screen noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump frozen had display. Customer's blood glucose level was 113 mg/dl. Customer reported that there was no response from any button, time clock did not change and it happened during normal use. Customer reported that display not blank, inserted new battery then no alarm occurred but buttons not okay. The insulin pump will be returned for analysis.